Manufacturer narrative:
During evaluation of the enterprise 8000x beds in (B)(6) hospital in south africa, arjo representative observed a distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm. The same type of bed¿s frame failure was observed within 5 other enterprise 8000x beds in the (B)(6) hospital in south africa. There was no information regarding patient involvement. No injury was reported. Following the results of the device evaluation and observation in the facility, the reported bed¿s platform failures could have been caused by blocked movements of the bed, caused by the hospital pendant (located over the corner of the bed). The simulations carried out by the manufacturer showed that two potential situations can lead to an unacceptable distance and consequently to radius arm detachment. The first one when the backrest is blocked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limits, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. Based on testing results, it can be concluded that the reported malfunction cannot compromise a patient¿s safety if the bed is used according to the procedure described in instructions for use dedicated to the enterprise 8000x bed (IFU 746-585-UK_12). IFU warns: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". Based on the information gathered it can be concluded that the first scenario caused the reported malfunction. The bed frame was obstructed during raising which caused the gap. The improper way in which the bed was used by the facility staff against warning included in IFU contributed to the reported malfunction. A similar problem with the bed frame was observed in 5 other enterprise 8000x beds in the same customer facility - the ethekwini hospital in south africa. To reduce the failure occurrence, arjo decided to inform the facility staff about conclusions from the performed analysis and remind them about the proper operation of the enterprise 8000x bed. In summary, the enterprise 8000x did not meet the manufacturer¿s specification. There was no indication regarding patient involvement at the time the malfunction occurred. The complaint decided to be reportable in abundance of caution because the unaccepted distance under specific circumstances (described in the section above) may lead to the radius arm detachment and bed collapse.

Manufacturer narrative:
The investigation is ongoing. The results of the investigation will be provided to the follow-up report.

Event description:
Following information reported, the bed frame of enterprise 8000x was bent and unacceptable distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm was noticed. There was no injury reported.